Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm, approx one month ago. Vessel and aneurysm morphology were not a factor. It was reported that while the physician was deploying the stent graft, the physician's glove got stuck in the delivery system and could not be removed. Two stent rings had been deployed; however, the stent graft could not be deployed further. The deployment was stopped and the physician cut the glove and the strain relief with a surgical blade in an attempt to remove the glove, but it was not possible the front portion of the handle was opened with haemostats and removed. The physician turned the handle slowly using a great amount of force, after which the top cap was released and the stent graft was implanted. The stent graft landed 2 cm lower than intended. A second proximal main was then implanted as a bridge to the intended landing zone. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation results: (inaccurate placement), (glove caught in delivery system), and (glove caught in delivery system). Conclusion: (glove caught in delivery system). Evaluation summary: the front part of the screw gear was returned broken in two halves. The gray handle halves were separated and returned loose. The release/capture handle was retracted all way back. During evaluation, slider moved fine with some resistance along the remaining screw gear. The device was disassembled. No piece of glove was found.